Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. As a result of these findings, fa was able to conclude that the carriage instrument sterile adapter was found to be the root cause of the reported event.

Event description:
It was reported that during prior to starting (pre-anesthesia), error 23068 was identified on universal surgical manipulator (usm) 3. The customer attempted a system reboot, but the issue persisted. Technical support reviewed system logs and confirmed error 23068, and discussed possible workarounds such as disabling an arm, but no further information was available from the customer at that time. The customer reported event had no report of patient injury. Intuitive surgical (is) obtained the following additional information regarding this event: the procedure was performed laparoscopically. The ports were not increased, and no additional ports were placed. Technical support was contacted before the customer aborted the robotic procedure.